Event description:
One customer in USA reported a broken handrail on the andago v2.0. (Handrails are optional components). It occured while servicing the medical device, not while a therapy. No patient training ongoing so nobody (patient, user and 3rd persons) were injured. However the potential harm, could occur during patient setup and release, which could lead to a serious injury. (Safety related). As this case is related to patient safety, hocoma decided to initiate a MDR in the us. We have identified 19 (nineteen) andago v2.0 products in USA.